Event description:
It was reported that the bronchovideoscope had a communication issue with the scope and the tower. The tower is giving them an error message, error b30. The issue occurred during preparation of the device before the patient was in the room. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. In addition, the investigation found: a black image. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue due to an electrical/electronic component problem identified which is the performance of an electrical or electronic component was found to be inadequate. Olympus will continue to monitor field performance for this device.